Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with broken battery tube threads and stripped battery cap(p) coin slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was 148 mg/dl. The customer changed the battery and the insulin pump still did not come on. The customer also reported that the battery cap was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.